Event description:
Customer reports: there is a pin hole in the bottom of the balloon causing it to leak and deflate.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A review of the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported defect from customer complaint. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample analysis could not be completed since no photo samples nor actual samples were returned for evaluation. The complaint shall be reopened if sample is received. A formal corrective/preventative action (CAPA) was created to address the reported condition and to further investigate the reported issue.

Manufacturer narrative:
One sample was received for evaluation. A visual inspection was performed according to the product specification and procedure. Additionally, a functional test was performed by inflating the balloon with water and a leak was detected in the lower part of the tube. The reported condition was confirmed. A corrective/preventative action has been opened to further investigate this issue.